Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and found the cause of the leak to be an obstructed drain valve. The fse removed the valve, cleaned and re-installed it. The fse then verified cap piercer performance. The cause of the leak is attributed to an obstructed drain valve. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report a contained cap piercer leak in a unicel dxc 600 pro synchron clinical system. The customer received modular chemistry (mc) and cartridge chemistry (cc) sample probe obstruction detection error messages on the instrument and while troubleshooting the error messages, the customer observed the cap piercer blade wash station leaking. The customer disabled the cap piercer to allow the instrument to continue running samples uncapped. The customer was wearing personal protective equipment (ppe) including a gown and gloves at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.